Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured and the device could not be used. The procedure was completed with another of the same device. No patient complications and the patient status was stable. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified. The fractured portion was 15cm from the hub and was still attached partially so it was simply pulled out.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination of the balloon identified no damages. A hypotube kink was identified 5.8cm distal to the distal end of the strain relief along with a break noted to be 43.4cm distal to the distal end of the strain relief. No kinks or damages in the shaft polymer extrusion. The distal end of the bumper tip was damaged. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. A hypotube kink was identified 5.8cm distal to the distal end of the strain relief along with a break noted to be 43.4cm distal to the distal end of the strain relief. The distal end of the bumper tip was damaged. A microscopic examination of the proximal and distal markerbands identified no damage.

Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured and the device could not be used. The procedure was completed with another of the same device. No patient complications and the patient status was stable.

Event description:
It was reported that the delivery shaft was fractured. The target lesion was located in the right coronary artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the delivery shaft was fractured and the device could not be used. The procedure was completed with another of the same device. No patient complications and the patient status was stable. It was further reported that the 90% stenosed target lesion was moderately tortuous and moderately calcified. The fractured portion was 15cm from the hub and was still attached partially so it was simply pulled out.